Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a pacing and sensing problem observed in the right atrial (ra) lead and that a computed tomography (CT) scan confirmed a lead perforation. No information was reported regarding the possible intervention or lead status. No further patient complications have been reported as a result of this event.